Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. Once the pump was powered on, the pump language setting changed. Tandem technical support guided the customer through a pump reset to correct the pump language setting. The customer's blood glucose level ranged from 234-235 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.